Event description:
The reporter stated that the suspect device showed variations when compared to the lab. Example provided was 3.0 on the suspect meter and corresponding lab results was 2.5. No treatment was administered based on the meter results. Further follow-up to be performed.